Event description:
It was reported that a patient's right ventricular (rv) lead exhibited high defibrillation impedance. Programming changes were performed to resolve the issue. The patient condition was stable.